Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 305916. Batch#: unknown. It was reported that the bd safetyglide had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Writer was administering dtap-ipv-hib-hb (infanrix-hexa) vaccine and when the writer was injecting it, the syringe separated from the needle and the dose sprayed out. The vaccine sprayed writer and the dad in the face. Writer repeated the dose and therefore the babe had an additional poke. Writer washed her face immediately after and the dad did as well. Suspected issue with needle. Manufacturer code/model: 305916.